Event description:
It was reported that unit failed blockage test. Did not alarm.

Manufacturer narrative:
Please see below the results of our investigation. Investigation summary: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The device was functionally tested and the reported issue was confirmed due to a defective pump motor. Following the complaint assessment, the device was sent to the service center to await further instructions on the repair status/fate of the device.